Event description:
Philips received a complaint on the mrx defibrillator indicating that the device had a power issue. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and t was determined that this was a malfunction of the ac power module, which was replaced, and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.